Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead guidewire exhibited difficulty being removed from the lead. A large force was exerted to remove the guidewire in which tore the lead. The lead was not implanted. The patient was in stable condition.